Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct this condition. Additional information: this involved a remediated colleague infusion pump with user interface module master software version 5.09.90. This issue has been escalated to CAPA. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a damaged battery. This condition had the potential to interrupt delivery. This condition was found in the emergency room (ER) department. This event occurred during programming/setup. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.